Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. No high current was detected during testing. Further analysis reveals that the device exhibits normal characteristics.

Event description:
It was reported that the device was explanted and replaced due to suspected premature battery depletion. The patient was upgraded to an ICD and went to the other side because occlusion. The patient condition was good.